Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The nurse reported to our sales rep that he was observing a surgery procedure. During this some problems with the locking occured. A replacement was available and the surgery was successfully completed.